Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01662 /-01663).

Event description:
Patient's legal counsel reported that the patient underwent an initial right hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 due to metallosis and elevated metal ion levels. Revision operative report noted the presence of thickened inflamed trochanteric bursa, cloudy synovial fluid with floating debris, abnormal fluid, gray unhealthy-appearing pseudocapsular tissue, corrosion and oxides at the trunnion, and partial fracturing of the rim of bone around the cup. The modular head and acetabular cup were removed and replaced this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.